Manufacturer narrative:
The reported lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper on a bd ultra-fine¿ insulin syringe was deformed. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: two investigations were carried out. First investigation summary: customer returned (19) 3/10cc, 12.7mm, 29g syringes (5 in open poly bags, 14 in sealed poly bags) from lot # 7142872. Customer states that the stopper was deformed. All returned syringes were examined and 3 samples from the open poly bags and 3 samples from the sealed poly bags exhibited a deformed stopper in the barrel. Samples were forwarded to manufacturing (holdrege) on (B)(6) 2018 for further review. Second investigation summary: on (B)(6) 2018, holdrege received nineteen (19) 0.3ml, 12.7mm, 29g syringes (5 in opened polybag and 14 in sealed polybags) from batch# 7142872. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Samples from the opened polybags were cycle tested and noted sufficient lubrication within the syringe, ruling out dry barrels as a potential root cause for the stopper deformity. For the samples that were received in opened polybags, the syringe was disassembled and the stoppers were noted to retain their deformed/damaged configuration. Probable root cause is likely to be a supplier issue, however, this is unable to be verified at this time. CAPA 122939 was initiated by the holdrege plant to address deformed/damaged stoppers and their associated root cause(s). Batch# 7142872 was manufactured prior to any implementation activities associated with this CAPA. A review of the device history record was completed for batch # 7142872 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200701399] noted for dry barrels. There were two (2) notifications [200701815, 200701400] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint reported for the defect/condition on lot number 7142872 based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.